Event description:
Information received indicates the left head siderail is not staying in the up position.

Manufacturer narrative:
The technician found the latch spring was missing. The technician replaced the siderail to repair the bed.